Manufacturer narrative:
Investigation summary: it was reported that plungers on syringes are very difficult to advance or retract. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came with no packaging flow wrap and has the plunger rod all the way down. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. The photo provided shows a syringe barrel label. A device history record review was completed for provided material number 306546, lot number 1019144. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill had difficult plunger movement. The following information was provided by the initial reporter: " one of my nurses mentioned that they have had a few syringes where the plunger became intermittently very difficult to advance or retract. "